Event description:
Angioseal failed to deploy out of the deployment sheath. Collagen was still in the deployment sheath. Heparinized patient activated clotting time>300 seconds for coronary stenting procedure. After removal patient started bleeding. Manual pressure held for 45 minutes. Needed higher level of care for several hours after due to high risk for rebleeding.